Manufacturer narrative:
Estimated date of event. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the foot could not be retracted with a prostyle device relative to an unspecified procedure. The method used to achieve hemostasis was not provided. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to filing the initial report, the following additional information was received: the prostyle was being used relative to an interventional procedure. It was confirmed that no vessel or tissue damage occurred. There was no reported clinically significant delay in procedure. No additional information was provided.